Event description:
Information was received that reported a patient was hospitalized in 2006 for hyperglycemia. The reporter stated that they performed a site change on two days earlier; later that day, she became sick, but thought it was food poisoning. One day prior to event date, her blood glucose was 10.2 mmol/l. The reporter states she remained in bed all day on that day, she did not check her blood glucose or bolus all day. She remained sick and vomiting all through the next day, and at 02:00 pm on event day, decided to go to the hospital. When she was admitted, her blood glucose was 16.7mmol/l and she had ketones in her urine. The device will be returned for evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.